Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after a supply change, with a cgm reading of 386 mg/dl, and a loose, unlocked luer connector was observed and then locked, tubing was primed with visible drops, and insulin delivery was resumed; the user utilizes teflon infusion sets and had eaten a snack prior to the event. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose after reconnection and continued use. Investigation included troubleshooting over the phone with disconnection, connector locking, tubing test, and resumption of insulin delivery, followed by attempts to follow up. Investigation of this case revealed a likely interruption of insulin delivery due to a loose luer connection, which was corrected by securing the connector and restoring flow. It was concluded, based on previously established findings for similar reports, that the cause was unclear.